Event description:
It was reported that the patient presented with right ventricular lead noise. The lead was capped and replaced (B)(6) 2022.

Manufacturer narrative:
Further information requested but was not received.

Event description:
Additional information notes the right ventricular lead exhibited noise oversensing. No patient consequences.